Manufacturer narrative:
The hospital reportedly removed the breathing system and reinstalled, resolving the reported complaint. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 4/3/18 phone call, 4/4/18 phone call, 4/5/18 phone call. (B)(4).

Event description:
The hospital reported the bag/vent switch was not working as expected. There was no reported patient injury.